Event description:
Additional information was received from the patient on april 26, 2024. The pt confirmed that they felt 3 strong shocks in the middle of their upper back that felt like a cattle prod. Their upper back arched back 3 times because it was very strong. The settings on program 1 was at 5v and programs 2, 3 and 4 were at 3.4v. Factors that contributed to this was that the unit was placed inside their body in the middle of their upper back inside the spinal column. The pt changed the settings to address this. They also met with a rep adjusted their settings and ran a diagnostic test. The rep said it's ok. The pt confirmed the issue has been resolved. Patient provided their weight at the time of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated when the implanted neurostimulators battery is low and they are recharging it gives them a lot of muscle pain around the implant area. Patient stated as they charge the ins the pain lightens up around the battery area once it is fully charged patient stated this has been going on for a while for the last month or two. Patient stated they had an x ray and an MRI done not too long ago. Patient stated the healthcare provider told them everything was in place but they did not take a closer look at each part. Healthcare provider (hcp) office suggested pt contact the local field manufacturer representative (rep). Additional information was received from the patient. It was reported that they have not talked with a manufacturer representative (rep). Pt noted that the muscle pain around the battery doesn't happen often. Pt reported that they have also had 3 major shocks where the unit was placed in/on their spine, and that happened once. The issue has not been resolved.